Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator displayed a blue screen. No patient involvement was reported.

Manufacturer narrative:
The customer was able to return the device logs for evaluation, and no errors or log entries were found indicating a windows blue screen event. Follow-up communication was sent to the customer. Since the verification testing was performed, there have been no additional reports of the windows blue screen recurring.